Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers 1 and 2 were failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 1 and 2 failed to open. A field service engineer (fse) found that there were no lights on the module control board for drawers 1 and 2. The fse replaced the module controller for drawers 1 and 2 and confirmed that medbank support team had configured the drawers 1 and 2 and tested both drawers successfully. The system functioned as intended after the field service engineer repaired the device.